Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was displaying noise on the ventricular and shocking channels resulting in inappropriate shocks and inhibition of pacing. The patient was symptomatic with the inhibition. It was further reported that the noise could be reproduced with isometric exercises.